Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. The reported issue was confirmed. The root cause of the reported issue was use in the field. The device was evaluated upon receipt. Device was received in with critical damage to load cell pins and the front plate removed from the load cell. The load cell assembly was replaced. The device passed all applicable testing and is ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. "When connecting the single patient use bd sensica¿ ring to the system stand, use a firm, clockwise twisting motion. In order to avoid damaging components, do not apply excessive force or torque to the ring or the system¿s ring interface when connecting the device." The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sensica device did not power on. In evaluation findings it has been noted that the device was received in with critical damage to load cell pins.

Event description:
It was reported that the sensica device did not power on. In evaluation findings it has been noted that the device was received in with critical damage to load cell pins.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.